Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Primary procedure, left hip. It was reported that while seating the liner to trial the stem and head, the liner came out of the cup. Another implant was immediately available and there was no surgical delay.

Manufacturer narrative:
An event regarding seating/locking issue involving a trident liner was reported. The event was not confirmed. Visual inspection showed that there are damages and scratches around the inner ring and the outer circular surface of the liner. Material anaylsis stated that "damage consistent with the explantation process was observed on the insert. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined." Clinician review: not performed as medical records were not provided for review. A product history review confirmed all products were accepted into finished goods with no reported discrepancies. No other events were reported for the lot referenced. The exact cause of the event could not be determined as the product was returned damaged. Further information such as the operative report are needed to complete the investigation for determining root cause. No further investigation is possible at this time as insufficient information was received. If additional information becomes available the investigation will be reopened.

Event description:
Primary procedure, left hip. It was reported that while seating the liner to trial the stem & head, the liner came out of the cup. Another implant was immediately available and there was no surgical delay.